Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that the patient felt really tired, no energy and unusual. The patient reported "I could not do anything, I went in, monitored me overnight, did chest x-ray. The monitor showed that the pacemaker kicked in once overnight." The patient's clinic was called and the clinic stated the patient came into the office complaining of fatigue and changes were made to the device. The patient returned to the clinic once again complaining of dizziness at which point it was found that the "parameters had increased". The settings were changed back and the device remains in use. No further patient complications have been reported as a result of this event.